Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient reported that the cgm was displaying a low reading (44 mg/dl) and checked a bg reading but was unable to recall the bg value. The patient was wearing an unspecified insulin pump. The patient experienced shakiness, dizziness, was lightheaded, and unable to stand. The patient went to the emergency room (it was not specified how the patient got to the ER) and was treated with orange juice, fruit, and crackers. The patient could not recall how long she was in the ER prior to being discharged. The patient reported having ¿no current issues¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.